Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was broken, the lower case, battery release, lead flex cover, battery drawer, liquid crystal display (lcd) screw, main printed circuit board and lcd were contaminated, the side bail covers, ring cover, side bails and ring were missing and the battery contacts were compressed. (B)(4).